Event description:
It was reported that this left ventricular (lv) lead was attempted due to exhibiting high out of range pace impedance measurements of greater than 3000 ohms and elevated thresholds. Lead dislodgement was suspected, however fluoroscopy indicated no movement and lead conductor fracture was suspected. This lead was subsequently explanted, replaced and received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lv lead was thoroughly inspected and analyzed upon receipt. The reported allegations could not be confirmed due to the lead passing analysis. Lead resistance measurements were found to be normal, the lead passed hipot testing and inspection showed no conductor issues. Analysis found no evidence of lead anomalies outside of the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to exhibiting high out of range pace impedance measurements of greater than 3000 ohms and elevated thresholds. Lead dislodgement was suspected; however fluoroscopy indicated no movement and lead conductor fracture was suspected. This lead was subsequently explanted, replaced and received for analysis. No adverse patient effects were reported.